Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during routine follow-up it was noted that there were intermittent high impedance readings on the right ventricular (rv) lead, and noise was detected as ventricular high rate episodes. The physician suspected an insulation or outer conductor issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.